Manufacturer narrative:
Summary: from the icr report: underformed staples particularly at distal end of staple line. Dlu was fired using blue and green reloads into 3 and 5 layers of foam. Produced well formed staples. When blue reload was fired on 6 layers, it produced underformed staples at distal end; the proximal ones were still well formed. It appears that the dlu was fired on tissue thicker than specified in IFU for blue reloads.

Event description:
Sigmoid colectomy. Slc55b dlu was connected, calibrated and was fired. Inspection revealed under-formed staples at the distal end of the staple line. Second and third firings proceeded fine. The fourth firing also had under-formed staples, still on the distal end of the dlu. Final inspection of the second and third staple lines also revealed under-formed staples.